Manufacturer narrative:
Analysis was normal. No abnormalities were found.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the right ventricular lead exhibited loss of capture. X-ray did not reveal any dislodgement but, micro-dislodgement was suspected. The lead was explanted and replaced. The patient was stable after the procedure.